Manufacturer narrative:
A device sample is anticipated in (B)(4) but has not yet been received for evaluation. A follow up report will be submitted when the evaluation is completed.

Event description:
Baxter (B)(4) reports a uv transfer set spike separated from the port of a twin bag easily when the pt changed solution. The affiliate reports no pt injury or medical intervention as result of the incident.